Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the radius, crease flat and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: two openings striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. The device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.1., h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device was explanted.